Manufacturer narrative:
The customer reported that the error message: gantry cannot comply had occurred. A philips field service engineer (fse) went onsite to evaluate the system. The fse analyzed the system log files and found that reference converter errors had been logged (addressed in this pr7338468) and that scan images displayed ring artifacts (addressed in pr7009744). Upon further evaluation, the fse found that the reference converter assembly was failing and resulted in the recorded errors. This report was initially submitted regarding a cracked compensator in the a-plane collimator, however, the crack in the compensator of the a-plane collimator was confirmed and addressed in pr7009744. The fse replaced the reference converter assembly to resolve the issue. There was no impact to the patient as a result of this issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.